Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level ranged from 108-109 mg/dl. In addition, it was reported that pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer continued using the pump for insulin therapy, but also had an alternate method of insulin therapy if needed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.